Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2011. Subsequently, patient alleges experiencing pain and loss of range of motion. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.